Event description:
It was reported that the patient experienced a fall. A revision surgery was performed to replace the insert. It was later discovered that the patient had a pseudamonis infection. Under one anaestic, stage 1: all implants were removed, joint irrigated, betadine instilled in the knee and wound closed. Stage 2: new sterile set up, total revision performed.